Event description:
It was reported while using a cool path duo catheter during a posteroseptal atrioventricular reentrant tachycardia (avrt) ablation procedure, saline leaked from the handle of the ablation catheter. The physician noted the pt's leg was wet therefore the cool point pump was set to a high flow rate and confirmed saline leaked through the bottom of the catheter handle. The procedure was continued with a different device. There were no consequences to the pt.

Manufacturer narrative:
One cool path duo 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional testing confirmed the pressure dropped during leak testing. Water was pushed through the catheter lure toward the tip using a syringe and water came out through the catheter handle. The catheter handle was opened revealing a saline residue was present. Further analysis revealed the fluid lumen was broke at the strain relief on the distal end of the handle. This resulted in saline entering the catheter handle during the procedure, which resulted in the handle leak. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.